Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported death occurred. The patient underwent a left atrial appendage (laa) closure procedure. The anatomy was windsock shaped. At the time of the transseptal crossing (15:33 pm) the patient's activated clotting time was 400 sec. A 24 mm watchman laa closure device was successfully implanted after assessment and passing of all release criteria (15:50 pm). Following release the patient was stable and there was no evidence of effusion. Immediately following the laa closure procedure, the patient remained in the lab and underwent av (atrioventricular) node ablation. At 16:09 pm, the patient's heart rate had significantly dropped. They administered cardiopulmonary resuscitation (CPR) for the next hour and called code at 17:11 pm.. The documented cause of death has not been provided.